Event description:
Tibia had to be recut for aligment and femur in 10 degrees of flexion. Planned a 7/7 and used a 7/7. Used a 16mm liner.

Manufacturer narrative:
Method - photos, segmentation review, jig review. Results - photo evaluation/segmentation review indicates minor osteophytes on both tibia and femoral condyles. Jig review shows no deviations. Conclusion - guide appears the guides were not seated correctly on the femur. The guides was forced into position anteriorly or the osteophytes were over-aggressively removed allowing the guide to lock inappropriately.